Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that IV fluids were programmed to run at 999 ml/hour. No fluid was infused to the patient, and the drip in the chamber was slow. There was no report of patient harm.